Event description:
A journal article was reviewed that contained information regarding this implantable cardiac resynchronization therapy (crt) system. The patient experienced "sudden deterioration of heart failure status." The article indicated that this was due to the reduced pacing from t-wave oversensing. The device's sensitivity was reprogrammed. The device remains in use and the patient's condition had "markedly improved." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occured outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: ¿loss of biventricular pacing due to t wave oversensing: case report and review of the literature.¿ international journal of cardiology. 2013;168(2):1626-1628. (B)(4).